Event description:
The lead was electively explanted. Post op visual by the physician noted a j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior. Techique/tools: direct traction. No complications.